Event description:
It has been reported to philips that the allura xper fd20 biplane system flexvision monitor was going in and out black. The patient was in the room at the time that the event was discovered. The patient was removed from the room before the case started. It was concluded that the power supply in the large screen monitor was faulty and that the large screen monitor required replacement. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) inspected the system onsite and conformed that the flex vision monitor going in and out black. The review of log file shows that the flex vision monitoring error. Rse released onsite work order for further diagnosis. Fse visited onsite. As suggested by rse, fse diagnosed and found that power supply in large screen monitor was faulty, and it requires replacement. Fse ordered and replaced the large screen monitor. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.